Event description:
Customer reported experiencing high blood glucose of 234 to 400 mg/dl. Customer stated symptoms were exhausted, fatigued, and nausea. Customer treated with the insulin pump and manual injections. The derive support cap was normal. Settings were correct. Upon checking alarm history a motor error alarm occurred on (B)(6) 2014. Motor error alarm occurred during basal. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.